Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26823. Related manufacturer's reference number: 2017865-2021-26824. Related manufacturer's reference number: 2017865-2021-26825. It was reported the patient presented in clinic for follow-up. The patient¿s left ventricular (lv) lead exhibited phrenic nerve stimulation in all vectors. The patient complained of experiencing pain at the pocket site in the left chest wall. The physician opted to explant the lv lead, the right atrial (ra) and right ventricular (rv) leads successfully and implanted new ra and rv leads along with the chronic generator to the right side. The patient was stable post procedure.